Event description:
A journal article was obtained that reported a prospective study. The purpose of the study was to analyze and compare the radiological and functional outcomes of diaphyseal humeral fractures treated with the mipo technique (minimally invasive plate osteosynthesis) using either fcl (far cortical locking) or lp (standard locking plate). Patients were divided into 2 groups. The study reported 1 patient experienced screw breakage at the proximal segment of the fracture, leading to reduction loss after one month. This was revised to a standard locking plate which eventually healed. (Patient images in figures 5 and 6). Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). E1: full establishment name - (B)(6). G2: foreign - the event occurred in shouth korea. G2: literature - kim, j., oh, c., han, s., & kim, h. (2025). Minimally invasive plate osteosynthesis for humeral shaft fractures with the far cortical locking system: a matched comparison with the standard locked plating construct. Injury, 56(10), 112635. Https://doi.org/10.1016/j.injury.2025.112635. The customer has not indicated whether the product will be zimmer biomet for investigation, and the product location is unknown. The reported event is not confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. Attempts have been made to gather all product identification information and no further information has been provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.